Event description:
A medtronic representative reported the screw on a long spine clamp is stripped. No patient involvement.

Manufacturer narrative:
No patient present or involved when this issue was discovered. A replacement clamp was sent to the site for issue resolution. Evaluation of the suspect clamp finds: the adjustment screw threads have been worn down in the middle of the travel and the retainer ring on the tip of the screw has been stretched due to formed movement of the clamp face. This damage allows movement of the clamp face. Mechanical malfunction of screw threads stripping directly caused event.

Manufacturer narrative:
Correction: on (B)(4) 2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.